Event description:
A us distributor contacted zoll to report that a patient passed on (B)(6) 2024 while reportedly wearing the lifevest. Per clinical review of the continuous ECG recording, the device was started up at 07:02:40 on (B)(6) 2024. Per holter data the patient was in idioventricular rhythm @ 70 bpm degrading to vf with response button use and varying amplitudes from 10:58:05 until the device shutdown at 10:59:22 on (B)(6) 2024. Response button use prevented the lifevest from treating the patient. The device shut down at 10:59:22 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.